Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. The device was visually and microscopically examined, and functionally tested. No anomalies were found with the functional testing and visual inspection, as the fiber was returned in a single piece with no observed breaks along the fiber body. Microscopical examination of the fiber revealed that there was damage in the tip, as it was observed to be broken. Based on the information available and analysis results, the break identified in the fiber tip could have caused or contributed to the reported clinical observation of fiber tip detached/broke inside patient. It is most likely that factors like surgical technique, as well as size and composition of the material being ablated, may have caused or contributed to the reported observation.

Event description:
It was reported that during a ureteroscopy with this fiber, the tip detached inside the patient. A basket was used to retrieve the piece of the fiber and once it was retrieved, a second laser fiber was used to complete the procedure without reported complications.

Event description:
It was reported that during a ureteroscopy with this fiber, the tip detached inside the patient. A basket was used to retrieve the piece of the fiber and once it was retrieved, a second laser fiber was used to complete the procedure without reported complications.